Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The caller did not know the blood glucose reading. The caller stated that the issue was persisting; advised that the problem was most likely an insertion site issue. Advised the caller to consult with doctor regarding possible scar tissue build up and to try various infusion sets. Nothing further reported.